Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient experienced heating at the ipg site while recharging. As a result, surgical intervention may be undertaken as the next course of action. Note: patient's dob is unknown at this time.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.